Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor ended" error message with the adc device while using the freestyle librelink on a samsung phone with android operating system and was unable to obtain readings. As a result, customer experienced a loss consciousness and was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided glucagon as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported replace sensor message. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s9, android 10, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor ended" error message with the adc device while using the freestyle librelink on a samsung phone with android operating system and was unable to obtain readings. As a result, customer experienced a loss consciousness and was unable to self-treat. Customer had contact with a non-healthcare professional third-party who provided glucagon as treatment. There was no report of death or permanent impairment associated with this event.